Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A customer reported system messages were shown during surgery after the laser started firing. The messages could not be cleared and surgery could not be completed. No patient harm occurred. Additional information has been requested and received.